Event description:
The event occurred in france during transfer of a patient. It was reported that the cardiohelp showed the alarm ¿pump disposable error -stop". The transfer was resumed while using the emergency drive. No harm to any person has been reported. As a there was a pump disposable error stop during treatment, and therefore the emergency drive was used, a report is required. Complaint ID (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Note: this event occurred on the france market. It is a significantly similar device to "base unit, cardiohelp¿ which is sold in the USA under premarket submission number k133598. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for cardiohelp with catalog number 701048012.